Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump passed the delivery accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's daughter reported via phone call that the customer had been experiencing low blood glucose since (B)(6) 2015. Customer experienced hallucinations and nausea. Customer was experiencing low blood at the time of the call. Blood glucose value was 42 mg/dl. The paramedics were called and customer was treated with food and at least 2 glucose tablets. It was stated that the drive support cap is normal. Most recent change was on (B)(6) 2015, customer was not disconnected during the rewind/prime sequence. The time/date is set up correctly; the reservoir was showing more insulin than what is shown on the status screen. Troubleshooting could not be completed as the paramedics showed up. Last blood glucose reading was 67 mg/dl. It was advised that the customer discontinue the use of the device and revert to a backup plan. The customer did not have a backup plan. The insulin pump is being replaced.